Event description:
In 2003, this pt was implanted with gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. In early 2005, a procedure occurred to treat suspected type ii endoleaks. A sac coil embolization was performed. Another sac coil embolization was performed in late 2005. In late 2006, images revealed aneurysm enlargement with no indication of an endoleak. In early 2007, a reintervention occurred whereby the gore excluder bifurcated endoprostheses were relined with gore excluder aaa endoprostheses. The pt tolerated the procedure. In 2008, the pt expired due to complications from metastatic lung cancer.

Manufacturer narrative:
Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable. A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Other related device: pcc121400 contralateral leg component. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.